Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a blood pump rotor that cut the bloodline during a patient's treatment, which caused air to get in the lines. This consequently triggered an air alarm from the machine. Upon follow-up with the facility, it was reported the incident resulted in approximately 100 to 300 ml of patient blood loss, as the patient¿s blood was not rinsed back. The facility¿s clinical manager (cm) confirmed the patient did not experience any adverse effects or require medical intervention due to the incident. The biomed was able to fix the machine by replacing the blood pump rotor. The biomed showed the blood pump rotor to the cm after replacing it, and the cm said you could see where one of the ball bearings fell off the rotor. The cm stated the event occurred two and a half hours into hemodialysis (hd) treatment, when blood was observed dripping from the blood pump. Once the machine alarmed, the blood pump was stopped, and the patient¿s treatment was completed on a different machine with new supplies. The cm said that a visible cut was seen on the bloodline where it was damaged by the blood pump rotor. The biomed stated that the damaged blood pump rotor would be sent back for physical evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus, the complaint could not be confirmed.